Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/increasingly severe pain') and oophorectomy ('laparoscopic oophorectomy') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent oophorectomy (seriousness criterion medically significant), 3 years 3 months after insertion and 3 years 3 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, oophorectomy, alopecia, fatigue and pelvic discomfort outcome was unknown. The reporter considered alopecia, fatigue, oophorectomy, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/increasingly severe pain') and oophorectomy ('laparoscopic oophorectomy') in a 30-year-old female patient who had essure (batch no. 12357144-not valid, 12381250) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, cesarean section, dysmenorrhea, endometriosis and corpus luteum cyst. Plaintiff has never experienced any of reported events prior undergoing essure procedure. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent oophorectomy (seriousness criterion medically significant), 3 years 3 months after insertion and 3 years 3 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomies, total laparoscopic hysterectomy, right oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, oophorectomy, pelvic discomfort, alopecia and fatigue outcome was unknown. The reporter considered alopecia, fatigue, oophorectomy, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: (B)(6) 2009- laparoscopic bilateral salpingectomies (B)(6) 2009- total laparoscopic hysterectomy, probable right oophorectomy, possible left oophorectomy. Lot number reported 12357144 is not valid. Lot number: 12381250, manufacturing date: 2008/12, expiration date:2010/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/increasingly severe pain') and oophorectomy ('laparoscopic oophorectomy') in a 30-year-old female patient who had essure (batch no. 12381250, 12357144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, cesarean section, dysmenorrhea, endometriosis and corpus luteum cyst. Plaintiff has never experienced any of reported events prior undergoing essure procedure. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent oophorectomy (seriousness criterion medically significant), 3 years 3 months after insertion and 3 years 3 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomies, total laparoscopic hysterectomy, right oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, oophorectomy, pelvic discomfort, alopecia and fatigue outcome was unknown. The reporter considered alopecia, fatigue, oophorectomy, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: (B)(6) 2009- laparoscopic bilateral salpingectomies (B)(6) 2009- total laparoscopic hysterectomy, probable right oophorectomy, possible left oophorectomy. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical record received. Lot number, reporters information, concomitant drug and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/increasingly severe pain') and oophorectomy ('laparoscopic oophorectomy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent oophorectomy (seriousness criterion medically significant), 3 years 3 months after insertion and 3 years 3 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, oophorectomy, alopecia, fatigue and pelvic discomfort outcome was unknown. The reporter considered alopecia, fatigue, oophorectomy, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.